Event description:
The customer's family member called and reported customer was experiencing high blood glucose of 495 mg/dl. Troubleshooting was declined. It was advised to change out the entire set and customer had already treated for high blood glucose and stated it was due to quick release not being locked the way it should have been .

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.